Manufacturer narrative:
Per tandem user guide; do not expose your pump, transmitter, or sensor to: x-ray, computed tomography (CT) scan, magnetic resonance imaging (MRI), positron emission tomography (pet) scan, or other exposure to radiation. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an occlusion alarm occurred after customer exposed the pump to radiation. Customer reverted to an alternate method of insulin therapy. There was no reported adverse impact.